Manufacturer narrative:
Arista ah is typically absorbed within 24 to 48 hours. Pre-clinical study showed that the arista ah did not promote the formation of granulomas. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not available for evaluation.

Event description:
It was reported that on (B)(6) 2016 during a fess (sinus surgery), arista ah was used to control defused oozing and minimal bleeding. Everything went well during the operation and in the initial post -op period. The patient later came back with post-op granuloma. The doctor was not willing to provide answers on how the problem was treated and would not give specific information about the case at this time.